Event description:
Boston scientific received information that the patient implanted with this device has a non-bsc left ventricular (lv) lead that exhibited increased pacing impedance measurements reaching 2,000 ohms. The normal lv impedance measurements were between 400-500 ohms. The patient experienced non-sustained ventricular tachycardia episodes as a result of noise, however other measurements were noted to be within normal range. A health care professional attempted to recreate the noise but was unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.